Manufacturer narrative:
Complaint conclusion: as reported, the plug of an unknown mynxgrip vascular closure device (vcd) detached. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The complaint record identified the device as a mynxgrip vascular closure device 5f, and one device was returned for evaluation. One non-sterile mynxgrip vascular closure device 5f was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle and the stopcock was open, with a cordis mynx syringe attached to the unit. No catheter sheath introducer was returned for evaluation. The sealant was observed exposed next to the balloon in the proper deployed position, and the advancer tube was received in an exposed condition. The sealant sleeve was found in the manufacturing position, and the balloon showed no abnormal condition. No additional anomalies were observed during visual analysis. Dimensional analysis was performed, and the results were found to be within specification. The returned unit did not present any damage or anomalies during visual inspection, and the dimensional analysis confirmed that the distance between the shuttle tip and the inflated balloon was within specification. The reported ¿sealant - sealant dislodged¿ was not observed during product evaluation. The exact cause of the event cannot be determined based on the investigation findings; therefore, use-related factors cannot be excluded. Information for safety is provided in the product labeling to make users aware of applicable risks, precautions, and use-related considerations. The mynxgrip IFU provides procedural steps related to device preparation, sealant deployment, and device removal. Based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of an unknown mynxgrip vascular closure device (vcd) detached. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.